Manufacturer narrative:
Power error due to j6 connector resistance issue. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test, sleep current measurement and active current measurement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The patient¿s blood glucose level was 12.0 mmol/l at the time of the incident. The customer stated that the internal power source in the pump is unable to charge. Customer has previously called to report power error detected. Customer reported that power error detected within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.